Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had insulin flow blocked alarm. The customer's blood glucose was 33 mmol/l. Troubleshoot was performed. Customer reports that insulin did exit without alarming. The product was returned for analysis.